Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the first time feeling the revving stimulation sensation was "some time during covid." The patient said before they had their current implant placed, they had an implant and lead taken out. The patient said that they had waited some time between having their current implant placed because they were moving. The patient said they had felt the revving stimulation sensation "the movement of the vibration" even though they didn't have a lead or implant in their body. The patient said they got they think a CT scan and they saw that the patient had a lead fragment in their body (patient said the CT showed that "some wiring was still there"). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.